Event description:
It was reported a patient experienced peritonitis. The patient was hospitalized at the time of the peritonitis event. The patient was treated for peritonitis with an unknown antibiotic. On an unknown date, the pd therapy was discontinued and the catheter was removed. Nine days prior to receipt of this report, the patient as switched to hemodialysis. Three days prior to receipt of this report, the patient was discharged from the hospital and was recovering from peritonitis. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The approximate date of the event was (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the potentially associated lot numbers h13d05063 and h13e04063. All release criteria were met prior to the release of these lots. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).